Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Cerebral infarction [cerebral infarction]; blood glucose was not controlled well [diabetes mellitus inadequate control]. The injection push button was stuck. [Device mechanical issue] case description: this serious spontaneous case from china was reported by a consumer as "cerebral infarction(cerebral infarction)" beginning on (B)(6) 2023, "blood glucose was not controlled well(loss of control of blood sugar)" with an unspecified onset date, "the injection push button was stuck.(device mechanical jam)" with an unspecified onset date, and concerned a 70 years old female patient who was treated with novopen 3 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", patient's height: 160 cm. Patient's weight: 54 kg. Patient's bmi: 21.093750. Dosage regimens: novopen 3: not reported. Current condition: type 2 diabetes mellitus (diagnosed since 2003). Concomitant products included - insulin glargine, glucobay(acarbose). On an unknown date, injection push button was stuck and the blood glucose was not controlled well. On an unknown date in (B)(6) 2023, patient experienced cerebral infarction. On an unknown date in (B)(6) 2023, patient was hospitalized for 18-19 days and later got discharged. Batch number of novopen 3 was requested. Action taken to novopen 3 was not reported. The outcome for the event "cerebral infarction(cerebral infarction)" was not reported. The outcome for the event "blood glucose was not controlled well(loss of control of blood sugar)" was recovering/resolving. The outcome for the event "the injection push button was stuck.(device mechanical jam)" was not reported.

Event description:
Case description: investigation result: name: novopen 3 batch number: unknown no investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations. Since last submission following has been updated inv results were updated. Annex b, c, d, g codes were updated. Narrative was updated accordingly. Final manufacturer's comment: 29-apr-2024: the suspected device novopen 3 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 3. Elderly age of the patient is a risk factor for the development of reported event cerebral infarction. H3 continued: evaluation summary name: novopen 3 batch number: unknown no investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations.